Event description:
The catheter was leaking all around the cuff and internally near the tip of teh catheter. The patient was receiving tpn & experimental medication. No patient injury was reported to have occurred.